Manufacturer narrative:
The visual check of the sample by the customer showed no lipemia. The field service engineer changed the sample probe. The issue is consistent with insufficient maintenance or a sample quality issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc hk gen.3 results for 3 patients tested on a cobas 8000 c 502. Sample 01 initially resulted in a glucose value of 0.3 mg/ml. The sample was repeated resulting in a glucose value of 168 mg/ml. Sample 02 initially resulted in a glucose value of 0.5 mg/ml. The sample was repeated resulting in a glucose value of 138.7 mg/ml. Sample 03 initially resulted in a glucose value of 0.4 mg/ml. The sample was repeated, on another cobas 8000 c 502 module, resulting in a glucose value of 160.6 mg/ml. The questionable result was reported outside of the laboratory. The glucose lot number and the expiration date were requested but not provided.